Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. It was also reported that this ra lead displayed loss of capture at max output. The device was reprogrammed to vvi 50 to maintain av synchrony and the patient will wait and follow-up with the implanting physician in another place. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this ra lead was surgically abandoned and capped due to high oor pli measurements of greater than 2000 ohms. No additional adverse patient effects were reported.